Event description:
Boston scientific received information that this right atrial lead had become dislodged. A lead revision was performed in which a new lead was implanted. There were no adverse pt effects reported. A request for return status has been sent. It is unknown if the lead will be available for return. This investigation will be updated should further information be provided.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore, based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.